Event description:
The user facility reported the distal segment of the wire was fractured during a percutaneous transluminal angioplasty procedure. Follow-up information from the user facility confirmed: (1) during the procedure an approximately 6mm portion of the device became separated in the patient; (2) the fractured segment was surgically removed from the patient; (3) two days later the patient returned to the hospital as he felt uncomfortable at the shunted area; (4) a second piece of the guidewire was found to be still remaining in the patient's body; (5) that piece was also surgically removed; and (6) patient is reported doing fine.

Manufacturer narrative:
(B)(4). Additional surgical procedure was required to retrieve the detached material, but there is no code available. The involved device was returned and evaluated. Examination on the fractured segment confirmed: (1) the fractured segment was inspected and found to have evidence of pinching at the fracture; (2) inspection of the lateral side found evidence of stretching; (3) inspection of the cross-section of the core wire revealed that the fractured segment was in a flat shape; (4) on the surface of the urethane layer adjacent to the fracture, there was generation of creases in the circumferential and longitudinal directions. Inspection of the main body confirmed: (1) inspection of the main body was found to have evidence of stretching on the urethane layer; and (2) the main body revealed creases in the circumferential and longitudinal directions. The fractured segment and the main body were measured and confirmed that all materials had been successfully retrieved from the patient. A review of the device history records confirmed that there were no production related problems for this lot number. A review of complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the device being subjected to push-and-pulling and torque manipulations, where repetitive bending forces were generated on the actual sample at a local point and metal fatigue occurred, resulting in the reported separation. The potential for such an event is addressed in the instructions-for-use. The IFU states: "do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire gt." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).